Event description:
The customer reported that the patient adaptor was loose and disconnected from the titanium adapter during patient use. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.